Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip of the ar-9239 broke when drilling the glenoid, for a total shoulder case. The tip was retrieved from the patient.

Manufacturer narrative:
Complaint confirmed, the tip of the device broke off. Circumferential abrasion marks were observed near the breakage. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during use.